Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) went up to over 600 mg/dl with trace ketones and was addressed with a corrective bolus. The customer declined further troubleshooting and reported that the site would be changed to resolve the issue. By the end of the call, the customer reported bg has gone down to 162 mg/dl with negative ketones.